Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and found an error 31089 pointing to the common compute controller (ccc) on the patient side cart. The fse replaced the ccc to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the ccc is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered system messages indicating that the dv5 robot was not connecting to the system along with boom disabled messages. The technical service engineer (tse) had the customer power off the system and remove the blue fiber cable from the robot to power it on independently. The robot powered on correctly but when reconnected with the system the same connection issues occurred. The tse then had the customer swap the blue fiber cables without change. The customer moved the case to an xi davinci system. The procedure was aborted to another dv system with no reported injury.